Event description:
It was reported that during an unk procedure, articulation lever broken. There were no adverse consequences to the pt.

Manufacturer narrative:
Damaged articulation mechanism. Eval summary: the analysis showed that the device was received with the articulation mechanism damaged and without a cartridge present. The returned device was tested for functionality using test cartridges on the 3 articulated positions; when fired to the right the staple formation was conforming, however when fire in the center and left position, the staples were malformed due to the damage articulation mechanism. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found broken. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.